Event description:
It was reported that during a colon resection procedure, the staple lines were not completely formed when they fired into tissue but did cut. The surgeon used another device and suture at the rectal stump to complete the case. There was no adverse consequence to the patient. Devices were discarded.

Manufacturer narrative:
Information not available, device not returned for analysis.